Event description:
A malfunction was reported by the caller in the tandem source, which indicated a pump issue. There was no reported adverse impact on the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to report any recurring issues.